Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was admitted to the hospital on (B)(6) 2015 due to pain at the ipg site. The patient's pain was present with stimulation turned on or turned off. It was also reported, the physician re-opened the lead incision site on (B)(6) 2015 and found a small hematoma under the skin. It was reported and confirmed that it was not an epidural hematoma. The next course of action is undetermined at this time.